Manufacturer narrative:
The pcb board was returned to the manufacturer for analysis. Analysis found that the board failed bench testing, both ac / dc voltages are not present. Fans do not come on and no leds are on. Analysis found that the reported event was related to a electrical issue.

Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The stand alone board, xray relay, and varistor were replaced. The imaging system then passed the system checkout and was found to be fully functional. The suspected parts were returned for analysis. However, results are not yet available.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that the imaging system would not start and it was sitting in "waiting to initialize" status. The manufacturing representative on site stated it looked like the processor was not getting power. There was no patient present when this issue was identified. No further information was provided.